Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of kinking in catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc catheter. Inspection of the returned catheter showed a circumferentially aligned kink just proximal to the 4 cm depth marker and a second circumferentially aligned kink just distal to the 2 cm depth marker. The cause of this failure could not be determined; however, possible causes of the kinking of the catheter may include damage caused by compression style securement devices, damage caused during use of the device, or other unknown contributing factors. No damage/defect related to the manufacture of the product was observed along the returned device. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed a section of a catheter shaft. The catheter shaft appeared to be kinked/creased. Use residue was observed near the damage site. No further details of the damage could be discerned from the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that less than a week after magnetic navigation catheter placement, the catheter severely kinked, causing blockage and compromising its functionality. This necessitated an unplanned catheter removal despite the patient having no history of coughing or strenuous activity. No further details available or provided.